Manufacturer narrative:
(B)(4). The customer reported multiple symptoms with the device including the selection key not working, the up and down arrow buttons not working, not being able to get into service mode, and an internal memory failure. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported multiple symptoms with the device including the selection key not working, the up and down arrow buttons not working not being able to get into service mode, and an internal memory failure.